Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. The balloon was inflated twice at 8 atmospheres for 50 seconds and 10 atmospheres for 60 seconds, respectively. During the procedure, on the second inflation, the balloon ruptured. The device was successfully removed with no damage observed. A different device was used to complete the procedure. No complications reported, and patient status was good.